Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use endoscopic image was flickering and had burnt pixels on the monitor. This failure occurred only when olympus 165 series endoscopes were connected to this device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus italia for repair. Olympus italia inspected the device and confirmed the following; the reported phenomenon that the endoscopic image was flickering was reproduced. The videoscope cable could not be fixed due to a failure of the video connector socket. The exact cause of the reported event could not be conclusively determined. The failure of the video connector socket may have been caused by repeated use for a long period of time or by the user trying to pull out the video connector without pressing down on the locking lever. Omsc concluded that the reported event may have occurred by connection failure of the scope communication line electric contact point due to the video connector socket failure. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.